Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined to troubleshoot and to provide additional information regarding the issue, therefore no additional information was obtained. It was reported that an occlusion alarm occurred. Here was no reported adverse impact to the customer¿s blood glucose level the customer declined to provide additional information regarding the issue.